Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal. There was a regrasp alert and end tone was heard. They had issues with at least 20 devices. Other devices have been reported separately. This was a report to cover all other devices that had a regrasp alarm or not sealing properly and were then replaced by another device. There was no patient injury.